Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cerner had allowed a modification to extend duration by number of doses, as system was taking this as total doses and counting previously dispenses. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cerner allowed a modification to extend duration by number of doses; pyxis took this as total doses and counted previously dispensed doses. A technical support specialist troubleshot the device and investigated the missing order, found no data in the database, and assigned the case to integration engineering support team (iest). And explained how total occurrence quantity works in pyxis es and clarified it reflects total doses, not remaining doses. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cerner had allowed a modification to extend duration by number of doses, as system was taking this as total doses and counting previously dispenses. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.